Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result for candida tropicalis, which was reported out to clinicians automatically. The patient was started on fluconazole 800mg load x1, then 400mg daily, receiving 4 total doses while blood cultures were being redone. Gram stains were performed that showed only positive results for cocci in clusters, growing staphylococcus aureus in the subculture, and the fluconazole therapy was stopped. There was no adverse patient impact. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: 'reported fp" "customer also noted that the patient's result was reported out automatically" "(B)(6) please provide the date this patient was tested on biofire? (B)(6) 2022. Was the biofire result dual positive? Yes. Was any organism seen on the gram stain for this bottle? If so what was/were the organism seen and reported? Gram positive cocci in clusters. Did any organism grow in subculture? Staphylococcus aureus. Were the organism/s reported out for the patient? Biofire ¿ candida tropicalis, staphylococcus species, staphylococcus aureus. Culture ¿ staphylococcus aureus can you provide the serial number of the bactec instrument the bottle was in when it went positive? The rack? The drawer? Ft7013, fb7000" " was only one patient treated based on the c.tropicalis results? Yes. Was this patient 1? Yes. Please confirm, if the erroneous treatment have any adverse impact to the patient(s)? Other than unnecessary therapy, no" "the patient was initially started on fluconazole 800mg load x1, then 400mg daily. He was given a total of 4 doses. Yes, patient was treated because of candida result by bcid. Once we repeated blood cultures and the patients vitals and labs were clearly not indicative of candidemia we stopped therapy."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-04. H6: investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention and returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention and returned good samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter (B)(4). No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) produced a false positive result for candida tropicalis, which was reported out to clinicians automatically. The patient was started on fluconazole 800mg load x1, then 400mg daily, receiving 4 total doses while blood cultures were being redone. Gram stains were performed that showed only positive results for cocci in clusters, growing staphylococcus aureus in the subculture, and the fluconazole therapy was stopped. There was no adverse patient impact. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: 'reported fp." "Customer also noted that the patient's result was reported out automatically." "Patient # 1 please provide the date this patient was tested on biofire? (B)(6) 2022. Was the biofire result dual positive? Yes. Was any organism seen on the gram stain for this bottle? If so what was/were the organism seen and reported? Gram positive cocci in clusters. Did any organism grow in subculture? Staphylococcus aureus. Were the organism/s reported out for the patient? Biofire ¿ candida tropicalis, staphylococcus species, staphylococcus aureus. Culture ¿ staphylococcus aureus. Can you provide the serial number of the bactec instrument the bottle was in when it went positive? The rack? The drawer? Ft7013, fb7000." " was only one patient treated based on the c.tropicalis results? Yes. Was this patient 1? Yes. Please confirm, if the erroneous treatment have any adverse impact to the patient(s)? Other than unnecessary therapy, no." "The patient was initially started on fluconazole 800mg load x1, then 400mg daily. He was given a total of 4 doses. Yes, patient was treated because of candida result by bcid. Once we repeated blood cultures and the patients vitals and labs were clearly not indicative of candidemia we stopped therapy."